Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation as it remains implanted in the patient. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states that "complications may occur anytime during or after the procedure" and can include the following: 1. "Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU".

Event description:
Maude event report number, mw1042377 reported; "ivc filter removable, deployed in 2005 due to risk of dvt/pe. Filter tipped as it deployed. Attempted removal 4 months later, showed that tip of device had migrated thru wall of ivc and this filter could not be removed. Follow-up film in 2007 shows filter position to be unchanged from removal attempt." Attempt to obtain additional information was unsuccessful as reporter did not consent to release of contact information.